Event description:
It was reported that a patient underwent a hepatectomy procedure on an unknown date and absorbable hemostat was used. There was a hair foreign matter that was found in the product before use on the patient during surgery. Changed to another one to complete the surgery. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6. Component code: g07002 - device not returned. H 6. Investigation findings: c22 ¿ photo investigation. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary: this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photo shows a surgicel snow 2inx4in(5.1cmx10.2cm) out of its packaging with a foreign matter. Based on the photo review, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.